Manufacturer narrative:
Recall: this serial number was included in multiple field advisories. 1627487-07262012-002-r; 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charging system would no longer communicate with the ipg. Reportedly, adding space and replacement of the charging system did not provide resolution. In turn, the patient programmer displayed ipg battery low, stimulation off. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with another model which resolved the issue.